Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 4:00 pm, the patient reported feeling that her glucose levels were elevated; however, specific symptoms were not provided. A fingerstick bg was performed and measured 277 mg/dl, while the cgm displayed 64 mg/dl. Due to the discrepancy and her symptoms, the patient presented to the emergency room (ER). The patient reported removing the sensor after first experiencing symptoms of hyperglycemia and stated that she had not applied another sensor following removal. During the ER visit, a fingerstick bg measured approximately 595 mg/dl. The patient received intravenous fluids for dehydration and reported feeling very ill. On (B)(6) 2026, the patient continued to feel hyperglycemic and reported symptoms of vomiting, sweating, clamminess, disorientation, and shakiness. Although the patient was not admitted to the hospital, she presented to the ER again for further evaluation. A fingerstick bg performed during that visit measured approximately 600 mg/dl. The patient again received intravenous fluids for dehydration and IV insulin. It was noted that the patient was connected to an omnipod 5 insulin pump at the time of the event. At the time of reporting, the patient stated that she was feeling ¿fine.¿ no data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.